Manufacturer narrative:
The lot model and lot numbers were not reported. The device will not be returned for analysis as it was implanted in the patient. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. Thromboembolism is a known inherent risk of pipeline procedure and is documented in the pipeline instruction for use. The authors studied a new protocol using tirofiban to treat their patients as the primary anticoagulation protocol during flow diversion. Pretreatment with aspirin and clopidogrel for 7 to 10 days is widely considered the standard for anticoagulation with flow diversion. Per pipeline instruction for use: "the appropriate anti-platelet and anti-coagulation therapy should be administered in accordance with standard medical practice."

Event description:
Medtronic received information from literature review that one patient developed monocular visual loss after treatment of a left ophthalmic artery aneurysm from occlusion of the left central retinal artery. Only one pipeline embolization device (ped) was used in this patient. The patient's vision recovered partially. In this article, the authors presented the result of a study to assess the safety and efficacy of a new protocol for anticoagulation using tirofiban during flow diversion. All patients received a0.10mcg/kg/min maintenance infusion of tirofiban intraoperatively without a loading dose. All patients were loaded with aspirin (325 mg) and clopidogrel (600 mg) just before the procedure. Or intraoperatively. No patient was pretreated with aspirin or clopidogrel. Thromboembolic and hemorrhagic complications were recorded. Citation: chalouhi n, jabbour p, daou b, et al. A new protocol for anticoagulation with tirofiban during flow diversion. Neurosurgery. (B)(6) 2015.